Manufacturer narrative:
(B) (4)the sample was discarded therefore, no evaluation was performed.

Event description:
The facility reported to their baxter sales representative (bsr) that on 04/23/2010 while a patient was in the operating room, the patient's heart rate dropped very low and the continu-flo solution set failed (collapsed). This is not the first time this has happened. Anesthesia had to hang new tubing while the patient had a slow pulse. Anesthesia is using the smarttip needles on their syringes. The rubber stopper of the set seems to be resisting when the smarttip needles are inserted. Next they notice that the rubber stopper is pushed into the tubing. Fluids then drain out of the port and the tubing can no longer be used.